Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
After driving to trajectory, robot movement was set to axial mode. Surgeon pulled arm, and shutdown occurred at approximately 11:20am. Everything worked properly after restart. Patient asleep, no clinical consequences. Delay 5 min.

Event description:
After driving to trajectory, robot movement was set to axial mode. Surgeon pulled arm, and shutdown occurred at approximately 11:20am. Everything worked properly after restart. Patient asleep, no clinical consequences. Delay 5 min.

Manufacturer narrative:
It was reported that a communication failure occurred. A DHR review and a complaint history review were performed and did identify 1 similar complaint within the past 12 months. Analysis of data logs determined that the cause of the issue is a vigilance device failure however the root cause of this issue cannot be determined.